Manufacturer narrative:
Investigation summary: bd received 4 photos from the customer in support of this complaint. The 4 photos were evaluated and show specimen in the tubes above the fill line. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the failure mode could not be duplicated in the retention testing. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the "tubes drew more than the specified volume of blood."